Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
A center director reported photophobia and transient light sensitivity of the right eye at one month post lasik treatment. Patient reported that they can not keep eyes open in daylight. Patient is very sensitive to the light. The topical steroids were increased. Upon additional information, the patients symptoms have been resolved and the patient has been released from care. There are two related reports for this patient. This report addresses the patients right eye.